Event description:
In 2008, the patient reported that he received an e4 (occlusion) error at 3:00am. He attempted to change the insulin cartridge and received another e4 while retracting the piston rod, and he heard a grinding noise. He switched to his backup infusion device. To troubleshoot, the patient was instructed to insert a new battery into the primary infusion device. He received another e4 error while attempting to retract the piston rod and the infusion device made a "strange grinding noise" and the piston rod did not retract. The infusion device had not been dropped or exposed to extreme temperatures, moisture, or electromagnetic fields. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced adn requested to be returned for evaluation.